Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Corrected data in section e: the initial reporter in the initial report was changed from floyd med center to alliance spine and pain center with an address change.

Event description:
Additional report indicate the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was explanted and replaced. Therapy restored post-operatively.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging the ipg as recommended. In turn, the ipg was deemed inoperable. As a result, surgical intervention may occur later to address the issue.